Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products.

Event description:
On september 22, 2023, the spanish subsidiary notified us of an adverse event following the use of teosyal rha 3 in a patient. According to the information received, a patient was injected on (B)(6) 2023, with 2 ml of teosyal rha 3 in the nasolabial folds (1 ml per side). The injection was performed with a needle, using the multipuncture technique. On the same day, the patient experienced pain in the upper left lip. Two days later, on (B)(6) the patient experienced a burning sensation in the upper left lip and in the left malar area. The day after, on (B)(6) the patient presented with livedo reticularis and 2 small white areas in the upper left lip, the left malar area, and the lower left eyelid. The injector identified these symptoms as a vascular compromise and treated them accordingly. On (B)(6) he injected 600 iu of hyaluronidase in the nasolabial fold, and on (B)(6) he injected 1000 iu of hyaluronidase in the affected areas, causing a hematoma on the lower left eyelid. Additionally, the following treatment was prescribed: anticoagulant (clexane 40 mg), aspirin (adiro 300 mg), once a day, topical antibiotic (muporicin 2%). On (B)(6), one of our local medical experts contacted the injector. They decided to repeat the treatment on the same day, and then again on (B)(6) and (B)(6) 2023. On (B)(6) we were informed that the patient had recovered, without any further complication. Thus, this case is considered closed.